Manufacturer narrative:
The DHR (device history record) review was performed and there is no indication that the device, labeling or packaging failed to meet its specifications when released. Analysis of the returned device revealed that, the insertion tool was deformed on its distal approximately 6.0cm section. The insertion tool was jammed on the core wire. The retriever was examined, and blood was found on the retriever and on the shaft coil. The trevo provue was advanced (forced) out of the insertion tool. The trevo provue struts were examined and found to be slightly bent, kinked. No anomalies were observed with the struts. The shaft coil was bent and kinked on its distal section. The shaft coil winding was deformed (overlap) on its distal section. During functional testing the returned trevo provue device, the returned insertion tool, and a demo mc were prepped per the dfu. The trevo was loaded and advanced through the proximal end of a demo microcatheter. There was a lot friction when the trevo was being advanced out of the insertion tool. The anomalies (found on the insertion tool and the trevo provue are known to adversely affect the functional performance. From the condition of the returned product (blood) it appears that the lack of continuous flushing could be a contributed factor for the reported complaint. However, this could not be confirmed. This damage is likely due to manipulation of the retriever after resistance was met during advancement into the micro catheter. However, because the micro catheter was not returned for further evaluation, it could not be determined if it contributed to the reported complaint.

Event description:
Analysis of the device revealed that the retriever struts were damaged/broken. There were no clinical consequences to the patient reported.